Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes,investigation conclusions), h10 additional fields:e1 (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) doppler cannot read. There was no patient involvement and no patient harm reported. A getinge field service engineer fse was dispatched to the site to evaluate the unit. Checked the doppler and found that the doppler is faulty. Doppler was replaced and unit ok. Unit was returned to customer for clinical use. The defective part was cannot be returned.

Event description:
N/a.

Manufacturer narrative:
This is not a getinge manufactured device and therefore getinge cannot perform the investigation or any investigation activities. Any recurrences of failures associated with this device will be forwarded to the supplier manufacturing this device.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre use check, the cardiosave intra-aortic balloon pump (iabp) doppler can not read. There was no patient involvement.